Event description:
It was reported that during an unknown procedure, the clips were falling out of the device and the clips were not formed at all. The clips that fell into the patient were removed with a grasper. It was not reported as to how the case was completed. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.